Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 14 mg/dl, 97 mg/dl, 192 mg/dl, and 219 mg/dl. No adverse event reported. Return of suspect device was requested and replacement was sent.